Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that door has faulty controller board. A field service engineer, replaced latches still door 3 double clicks and fails. Upon opening the hardware test application, it was determined that the tower door board was not fully functional. Removed and replaced controller board and an escort was able to recover and successfully access the doors. The system functioned after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system door of the tower continues to click and failing. The customer stated that they were unable to get the medications to patient. There were no adverse events or injuries reported based on this incident.